Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, the reservoir does not stay locked in. The pump was received missing o-ring and end cap sticker. The pump was received with minor scratches on lcd window, cracked case at display window corners and case at reservoir tube window corners. The pump was received with broken battery tube threads and corroded battery tube.

Event description:
The customer reported via phone call indicating cracks on the reservoir compartment of the insulin pump. The customer's blood glucose reading was 398 mg/dl. The customer stated that the rubber around the rims of the reservoir compartment is falling out. The customer stated that he changed the reservoir on monday and the rubber band came out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.